Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned for analysis; therefore, no evaluation could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cassette leaked. This event occurred during use with patient involvement. The cassette was replaced and peritoneal dialysis therapy was continued. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.